Event description:
Pt alleges receiving breast implants on 9/30/80. She also alleges having experienced problems with co implants in 1994 and she is concerned about related problems. Physician alleges pt is concerned about prosthesis-wants removed.